Event description:
A customer reported that crystallization and opalescence were observed during therapy with the solutions. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The actual sample was not received for evaluation; however samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analysis concluded that the precipitates observed are calcium carbonates. The root cause of the problem could not be determined. A (B)(6) team has been set up to further investigate this issue. The relevant ministries of health have been notified of this problem. A warning statement has been issued, which has been placed on all accusol products by the relevant centers/hospitals. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).